Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent was damaged and dislodged from the stent delivery system (sds). The stent length measured 17mm and the width was 2.13mm. There were stent impressions and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The sds was returned with the guidewire stuck in the guidewire lumen. Moderate force was required to remove the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error. Several attempts were made to pull the sds back and forward into the guide catheter. The dfu states "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the radial artery. The 80% stenosed target lesion was located in the tortuous and calcified right coronary artery (rca). Two non-bsc guide wires were advanced to the target lesion. A 2.0x12mm apex balloon catheter was advanced to pre-dilate the lesion. Next, a 3.0x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The sds was pulled back and forth into the guide several times. On the final attempt, it was noted that the stent dislodged from the delivery balloon but remained on the guide wire. When the delivery balloon was advanced through the stent, the guide wire backed out of the rca causing the wire to loose position and the stent embolized to the left main. To retrieve the stent, the lesion was rewired and a 1.5mm maverick balloon catheter was advanced distal to the dislodged stent. The balloon was expanded and pulled back into the guide capturing the stent. No additional patient complications were reported. No additional treatment was performed on the rca; it will be treated at a later date. The patient was discharged the following day in stable condition.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the radial artery. The 80% stenosed target lesion was located in the tortuous and calcified right coronary artery (rca). Two non-bsc guide wires were advanced to the target lesion. A 2.0x12mm apex balloon catheter was advanced to pre-dilate the lesion. Next, a 3.0x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The sds was pulled back and forth into the guide several times. On the final attempt, it was noted that the stent dislodged from the delivery balloon but remained on the guide wire. When the delivery balloon was advanced through the stent, the guide wire backed out of the rca causing the wire to loose position and the stent embolized to the left main. To retrieve the stent, the lesion was rewired and a 1.5mm maverick balloon catheter was advanced distal to the dislodged stent. The balloon was expanded and pulled back into the guide capturing the stent. No additional patient complications were reported. No additional treatment was performed on the rca; it will be treated at a later date. The patient was discharged the following day in stable condition.